Manufacturer narrative:
(B)(4). Additional information received indicates no injury or harm to the patient. The current condition of the patient was listed as "stable". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "introducer sheath has split in it and would not insert".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "introducer sheath has split in it and would not insert".